Event description:
Device was returned due to a rate flow change. In 2008 titration change going from rate 2 to rate 12 to rate 112. Nurse did titration. This was different rate than what they wanted. Facility is not sure if this was due to pump error or human error. Pump was used on a male pt, with no adverse affect. Type of drug used and propofol. Time device was run 2055-2222. Device was taken out of use.

Manufacturer narrative:
Device evaluation results will be provided when evaluation is completed.